Event description:
The customer reported that the system produces a ticking sound near the image intensifier and the image is not well defined when x-ray is taken. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the image intensifier. The system was tested and found to be working as intended and put back in service.